Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. The reported issue was resolved by adjusting the hand ad . No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4020 - spec.z-axis home overrun. The specimen z-axis motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to the hand ad which required adjustment.

Event description:
A customer to the distributor reported getting error message 4020 spec z-axis home overrun on the aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctn1 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
This supplemental was submitted to correct the aware date from august 14 to august 19, 2019.